Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 557 mg/dl, elevated blood glucose was addressed with a correction bolus via the pump and a supply change. Reportedly the customer was using cold insulin and using trusteel infusion set for longer than the 48 hour period, which is considered off label use per the tandem user guide. The customer resumed insulin therapy.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.